Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the failure of the camera cable due to the unexpected stress by the user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the camera cable of the subject device was broken in several places and the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information. The following sections were updated, a1, d4, d10, g4, g7, h2, h3, h4, and h10. The device was returned to oekg (olympus service branch center in EU) for evaluation. Based on the evaluation of the returned device, it was confirmed that the image disappeared due to cable breakage, and the movement of the coupler capsular movement was awkward or abnormal. The device was then serviced.